Event description:
A request was received from the customer for application assistance associated with the itrak 3500p system. Questions associated with the verification or lateral marker collection, during a case. There was no report of patient injury.

Manufacturer narrative:
A ge representative assisted the customer in their understanding of the verification or lateral collection function and process. There was no system performance issues identified during the conversation and the customer was able to continue with the case.